Manufacturer narrative:
Pt info: unk. Report source: this product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticmo12.1, -11.0/1.5/090 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021.on (B)(6) 2021 the lens was exchanged for a different diopter lens due to refractive change overtime. This exchange resolved the problem. Cause of event was unknown.